Manufacturer narrative:
The reagent lot numbers used are 642405 and 688155. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 14 patient sample on two cobas e 801 analytical units. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The root cause of the event was found to be consistent with poor sample quality.